Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the physician had difficulty placing the lead. The lead was removed and a different lead was successfully implanted. There were no patient consequences reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.